Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to accelerated battery depletion and a new device was implanted. No additional adverse patient effects were reported.